Event description:
It was reported that the patient received inappropriate therapy form their implantable cardioverter defibrillator (ICD)&#399;r what appeared to be atrial fibrillation (af) with rapid ventricular response. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.